Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the atrial and ventricular rate/sense channels. The noise was oversensed and led to the delivery of inappropriate shock therapy to the patient. The ventricular pacing impedance measurements are elevated and out-of-range.